Event description:
The rptr stated that she did back to back blood glucose tests, mins apart, using different fingersticks and strips/ her results were 170, 104, 167, 176, and 176 mg/dl. She did not have any symptoms. On followup. She stated that she had a faulty soft touch lancing device, where the spring wasn't working properly - she felt that caused her not to get as much blood some of the time. The lifescan rep reviewed qc procedures, testing technique and meter/lab vs back to back testing.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8